Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the blood glucose (bg) reading was 463mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit, with high ketones that the health care provider determined to be dangerous/life threatening. Customer gave a manual injection to address bg level and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.